Manufacturer narrative:
Re-submitting this case (3002807350-2015-00006) as per us FDA cesub help desk's advise on 29-september-2016. Exemption number: e2010016. Jmss (the manufacturer) is submitting the report on behalf of jmsna (the importer). Although we have not established that the device caused or contributed to the event, we are reporting it out of caution to be in compliance with 21 cfr part 803. We cannot rule out causality. Based on (B)(4) information collected from the health care worker, it is possible that the device did not directly contribute to the adverse event. Also, the recurrence of a similar incident within a home-healthcare based setting could possibly have severe consequences that could result in permanent injury or death. (B)(4) investigation with the health care worker revealed that for this specific adverse event, the patient was not self-administering enough anti-coagulant medication, namely heparin, for his blood to physically move through all the inner components of the hemodialysis blood tubing circuitry (including blood lines and in this event, the dialyzer cassette). The patient also refuse to take otc (over-the-counter) aspirin as directed by his physician. Also, the patient admitted to the healthcare staff that his greatest suspicion was his digestion because at the time he preferred to eat during his dialysis treatment and that activity had negative consequences to his treatment. He has since modified his eating so that it does not affect his treatment, however, he continues to struggle with maintaining proper heparin dosage, and is scheduled for on-going in-depth physician monitoring. Moreover, the luer connectors of jms wingeater product and the dialyzer device are fully compatible. The patient does not suffer from any previous personal injury (arthritis, rheumatism, broken wrist, hand or fingers, etc) that would compromise the ability to connect the components together. The patient was able to fasten a secure connection between both devices and no poor connection was suspected in this event. Based on jmss investigation, review of reserve sample and device history record showed that there was no abnormality found on the reported product lot. Our manufacturing process was within control and there was no abnormality found on the reported product lot and the products met all the qa outgoing inspection criteria prior to releasing it into the market. There was no reported or detected malfunction on the needle itself. Thus, no corrective action will be applicable as reported incident is not related to any malfunction of jmss product. From year 2011 to july 2015 about (B)(4) sets of the reported product family were manufactured and distributed worldwide with no such defect occurred in the market. Jms will continue to maintain good quality of our products and ensure that only good quality products are delivered to customers.

Event description:
Initial report: clotting incidents occurred while using needle. Additional information: patient reported several episodes of past 3 months of venous needle clotting resulting in early termination of therapy and loss of blood. Patient describes seeing clot at junction between venous line and venous needle.